Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered premature end of service (eos) due to excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device found foreign material in the hybrid. Hybrid analysis on the device as-received did not confirm the field-reported excess charge time. After the device was opened and exposed to approximate body temperature, the device repeatedly produced charge time outs. An optical inspection of the hybrid after removing the flex circuit, identified metallic foreign material lodged between anodes and cathodes resulting in a sufficient charge leakage path resulting in observed charge time out events. When the foreign material was removed from the hybrid, nominal charge times were demonstrated. The origin of the foreign material was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis on the device as-received did not confirm the field-reported excess charge time. After the device was opened and exposed to approximate body temperature, the device repeatedly produced charge time outs. An optical inspection of the hybrid after removing the flex circuit, identified metallic foreign material lodged between anodes and cathodes resulting in a sufficient charge leakage path resulting in observed charge time out events. When the foreign material was removed from the hybrid, nominal charge times were demonstrated. The origin of the foreign material was not determined. Additional investigation determined that the charge time outs (cto) observed in the temperature chamber were hybrid analysis induced. Also, it was concluded that the presence of the foreign material was generated during hybrid analysis. Therefore, the initial hybrid results did not confirm inefficient device charging. The cause of the reported excessive charge time was not determined. Battery analysis revealed partial lithium severing which is consistent with the high impedance measured upon receipt of the battery for analysis. Review of the save-to-disk data found that a charge time out event prior to recommended replacement time and subsequent explant. This charge time out resulted from increased battery resistance induced by observed lithium severing. If information is provided in the future, a supplemental report will be issued.